Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were unresponsive. The patient denied damage to the pump or that the pump was exposed to moisture. The patient reportedly wore the pump outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): pump damage prevents adequate investigation of reported keypad issue. No damage was found to the keypad. The keypad was removed and no damage was found to the button contacts. Additionally, the case is cracked near the top right corner of the display screen. Moisture visible in the display. Pump fails to power on. Unable to perform all checklist steps due to inability to power the pump. A case leak was found during leak testing. Pump was opened and moisture damage was found on the pcb.